Manufacturer narrative:
At this time, the manufacturer has not received the device involved in the reported event for physical examination or testing. Therefore, a definitive root cause has not been established. The reported event involves a patient with significant pre existing risk factors for pressure injury, including spinal muscular atrophy and limited mobility. The manufacturer is aware of reports indicating perceived differences in padding thickness and adhesion compared to a previous version of the product. Product changes between mepilex border lite and mepilex border flex lite include design and material modifications intended to maintain performance while improving flexibility and patient comfort. The manufacturer has not confirmed that the reported injury was caused by a device malfunction. Based on the information currently available, a causal relationship between the device and the reported pressure ulcer cannot be ruled out. The manufacturer will continue to monitor similar complaints through its post market surveillance and complaint handling processes and will update this report if additional relevant information becomes available. The patient seems to have used the product for pressure ulcer prevention which is not part of the intended use. The indication for use states mepilex lite is designed for the management of a wide range of non to low exuding wounds such as leg and foot ulcers, pressure ulcers, partial thickness burns, radiation skin reactions and epidermolysis bullosa. Mepilex lite can also be used as a protection of compromised and/or fragile skin.

Event description:
According to information reported by the patient and healthcare professionals, the patient has a history of using mepilex border lite dressings on the neck for several years for pressure injury prevention and management of a previously opened pressure area, with no reported adverse outcomes. In recent months, following replacement of the prior product with mepilex border flex lite, the patient reported changes in device performance, including perceived reduced padding thickness and decreased adhesion. The patient noted increased pain at the application site and that the dressing detached more frequently than the previously used product. Subsequently, the patient developed a pressure ulcer on the neck, which was clinically assessed and staged as a stage 2 pressure ulcer. The wound was described as open, bleeding, swollen, and erythematous. No other medical devices were reportedly applied to the neck at the time of the event. As a result of the condition, the patient required evaluation by a physician and a wound care nurse. The healthcare professionals involved reportedly observed a difference in thickness and cushioning between the current and previous dressings. Due to concerns regarding further deterioration and potential complications, additional interventions were initiated, including increased padding at the site, more frequent dressing changes, and implementation of pressure relieving strategies following an occupational therapy (ot) evaluation. The patient's caregiver reported that two to three mepilex border flex lite dressings were layered to achieve a level of padding like the previously used mepilex border lite dressing. Dressing changes have been performed daily or every 1-2 days, and in some instances more frequently due to premature dressing detachment. The patient continues to be monitored by overnight nursing staff. Based on the information available, this event meets the criteria for reportability as a serious injury under 21 cfr 803.3, as the patient experienced a pressure ulcer requiring medical evaluation and professional wound care intervention. While a definitive root cause has not been established, the information reasonably suggests that device performance characteristics, including perceived reduced cushioning and adhesion compared to a previous version of the product, may have contributed to inadequate pressure redistribution in a high risk patient population.